Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the meter display is rainbow hued and issue was not resolved with troubleshooting.